Event description:
"Intubated pt, transferred to ventilator, profound fall in oxygen saturation (complicated by peripheral coolness and decreased oximeter pick-up), resulting in profound bradycardia and loss of output. Resuscitated, later brain dead."